Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm_12.6; -9.0/1.0/069 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced low vaulting. On (B)(6) 2023 the lens was explanted; on this same date in a separate surgery a replacement lens of a longer length lens was implanted and this resolved the problem.

Manufacturer narrative:
(B)(4).